Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. Contralateral approach was obtained from the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. The physician advanced the 6.0 x 20 x 135 sterling mr balloon to the lesion for dilatation. Upon inflation to 10atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. The patient status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).